Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - e1206 chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted (sensor location not specified). On (B)(6) 2023, the patient¿s cgm was reading low mg/dl. No bg meter comparison was taken at this time. The patient self-treated by drinking juice. Despite treatment, the cgm continued to read low mg/dl. The patient then began experiencing vomiting, chills, and shaking. The patient¿s parent took her to the emergency room (ER). At the ER, the patient¿s bg meter reading was ¿around 600 mg/dl". The cgm comparison value could not be recalled. The sensor was also removed at some point while she was in the ER. The patient could not long recall what medications she was treated with during her hospitalization. The patient was discharged home 2 days later; her bg meter at discharge was 130 mg/dl. The patient was no longer wearing a cgm device. The patient was feeling fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.